Event description:
A facility representative reported that during an intraocular lens (iol) implantation procedure, the trailing haptic of the lens became jammed in the preloaded injector. The lens made contact with the patient, but no surgical intervention was required other than cutting the lens out. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).